Event description:
It was reported that during a laparoscopic right hemicolectomy procedure the surgeon able to clamp down on vessel. When surgeon went to fire, firing trigger would not close and device jammed and did not fire. Removed device without difficulty from patient and completed procedure with echelon. No patient consequences reported.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not sure but it was on a vessel. Were any unexpected noises heard? If so, when? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.